Event description:
It was reported that the pt presented in the emergency room in backup vvi at 30 ppm. The pulse generator could not be interrogated. The pulse generator was explanted and replaced.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: analysis confirmed normal battery depletion.